Manufacturer narrative:
Concomitant medical products: product ID: 977a275; serial#: (B)(4); implanted: (B)(6) 2019; product type: lead. Product ID: 977a275; serial#: (B)(4); implanted: (B)(6) 2019; product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 16-jan-2023, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 16-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Healthcare provider (hcp) reported patient needs head and abdomen MRI, but patient reported that they haven't used or charged the ins for a year because the leads migrated and are not in the right place. Caller didn't know when the lead issue was discovered, but assumed it was sometime a year ago when patient stopped using device. Caller stated that patient only has their controller and presumably the recharger and ac power cord are lost so patient can't charge device to put it into MRI mode. Caller spoke with a manufacturer representative (rep)  today and they don't have any extra equipment to help patient to charge. Reviewed use of eligibility form to speak to patient's eligibility but that it would be up to facility if they want to scan patient without controller showing confirmation of the ins status. Redirected caller to foundation care for replacement recharger and to inquire if they have a loaner program. Reviewed if they are able to get a loaner recharger to call back and we can send a replacement ac power cord for the controller. No patient symptoms were reported.